Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the analyzer and replaced the sipper, vacuum nozzles, and dilution cup. He performed successful qcs. The specific cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for an unspecified number of patient samples tested on the cobas pro ise analytical unit. One patient sample with discrepant results was provided: the initial result from the analyzer is 140 mmol/l. The patient sample was rerun on a blood gas system. The first repeat result is 150 mmol/l. The second repeat result is 155 mmol/l. The repeat results were deemed correct and reported.